Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and autoimmune thyroiditis ('hashimoto's thyroiditis') in a female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. On an unknown date patient underwent essure confirmation test via hysterosalpingogram. Concurrent conditions included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), thyroiditis ("thyroiditis") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal distension, fatigue, headache, alopecia, thyroiditis and migraine outcome was unknown. The reporter considered abdominal distension, alopecia, autoimmune thyroiditis, fatigue, headache, migraine, pelvic pain and thyroiditis to be related to essure. The reporter commented: insertion details: it was noted that there were 3 coils protruding from the right ostium there were 4 coils noted to be protruding from the left ostium. She had essure confirmation test with hysterosalpingogram. Diagnostic results: hsg test. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss") and thyroiditis ("thyroiditis"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, fatigue, headache, alopecia and thyroiditis outcome was unknown. The reporter considered abdominal distension, alopecia, fatigue, headache, pelvic pain and thyroiditis to be related to essure. Diagnostic results: hsg test. Further company follow-up with the lawyer or lawyer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss") and thyroiditis ("thyroiditis"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, fatigue, headache, alopecia and thyroiditis outcome was unknown. The reporter considered abdominal distension, alopecia, fatigue, headache, pelvic pain and thyroiditis to be related to essure. Diagnostic results: hsg test quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cronic pelvic pain/pain') and autoimmune thyroiditis ('hashimoto's thyroiditis') in a female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. On an unknown date patient underwent essure confirmation test via hysterosalpingogram. Concurrent conditions included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), thyroiditis ("thyroiditis") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal distension, fatigue, headache, alopecia, thyroiditis and migraine outcome was unknown. The reporter considered abdominal distension, alopecia, autoimmune thyroiditis, fatigue, headache, migraine, pelvic pain and thyroiditis to be related to essure. The reporter commented: insertion details: it was noted that there were 3 coils protruding from the right ostium there were 4 coils noted to be protruding from the left ostium. She had essure confirmation test with hysterosalpingogram. Diagnostic results: hsg test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs & mr received. Events migraines and hashimoto's thyroiditis were added. Lot number was added. Concomitant and historical conditions, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.